Event description:
It was reported that the patient experienced headaches, migraines and face pain from the spinal cord stimulator (scs) system. The patient received adequate pain relief from the system, but turned the stimulation off due to the adverse effects. The patient underwent a procedure in which the two leads were repositioned by being pulled down one vertebral level. The patient is doing well post operatively. No devices will be returned as they all remain implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6).